Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro cautery mechanism wasn't working. The hospital switched out the cords, but there was no change. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Blood was observed on the harvesting handle as well as on the jaws. Charred tissue was observed on the heating wire. The heater wire was observed to be slightly flexed away at the base of the hot jaw, but remained attached to the hot jaw. The silicon insulation was observed to be intact, no peeling or cracking was observed. No other visual defects were observed. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. There was no evidence of contamination on the inside of the switch. Based on the returned condition of the device and the investigation results, the reported failure "failure to deliver energy" was not confirmed, however the analyzed failure mode "material twisted/bent" was confirmed.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro cautery mechanism wasn't working. The hospital switched out the cords, but there was no change. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Blood was observed on the harvesting handle as well as on the jaws. Charred tissue was observed on the heating wire. The heater wire was observed to be slightly flexed away at the base of the hot jaw, but remained attached to the hot jaw. The silicon insulation was observed to be intact, no peeling or cracking was observed. No other visual defects were observed. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. There was no evidence of contamination on the inside of the switch. Based on the returned condition of the device and the investigation results, the reported failure "failure to deliver energy" was not confirmed, however the analyzed failure mode "material twisted/bent" was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro cautery mechanism wasn't working. The hospital switched out the cords, but there was no change. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro cautery mechanism wasn't working. The hospital switched out the cords, but there was no change. A replacement device was used to complete the procedure. The hospital did not report any patient effects.